Event description:
First patient: patient here for device malfunction. Patient had symptoms of inflow valve tear and the patient's physical condition was worsening therefore, the patient was admitted for lvad, left ventricular assist device, pump exchange. Lvad pump was sent to thoratec for evaluation.second patient:patient here for bacteremia. Patient was admitted for bacteremia. During the hospitalization, the patient had symptoms of inflow valve regurgitation. It was then decided to exchange the lvad.